Manufacturer narrative:
Unable to confirm compromised force sensor system alarm and unable to perform displacement test, basic occlusion test, occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform prime/compromised force sensor system test and excessive no delivery test due to loose/protruded drive support disk. Insulin pump was received with reservoir tube lip completely broken off and corroded battery tube noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called to report that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was flush. The customer's device was out of warranty so they received a loaner device. Nothing was returned.